Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported damaged comb. The event timing was during decontamination or sterile packaging. There is no harm or delay reported. No adverse events were reported as a result of this malfunction.

Event description:
It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided.

Manufacturer narrative:
(B)(4). It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided.